Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient¿s trial worked fantastically and since they got the permanent implantable neurostimulator (ins) on (B)(6) 2015, they had never gotten therapeutic effect. The patient was still sore from the stitches the first couple of days after implant and they didn¿t realize what was going on. The patient had a lot of urgency, which they didn¿t have during the trial. With the permanent implant some days were good and the therapy worked and some days were bad. There were more bad days as far as how it worked for the patient¿s symptoms. They used the same lead with the permanent implant that the patient had during the trial. The patient went to see their health care provider (hcp) 3 times for programming. When the patient was first implanted, they had only 1 program and then they added more. At 1 point, they sent the patient to the hospital for an x-ray to have the device checked to make sure the lead looked like it was placed properly and everything came back good. The patient tried 4 programs and they switched them to a new combination, and now the patient had 3 new ones in there. The patient was told their device only held 4 programs, but the hcp mentioned 7. If it was cold outside and if the patient got anxious, their symptoms got worse. The patient tried changing settings/programs. On certain programs the patient felt stimulation going down their leg, underneath their buttocks. Then the patient felt sore and it felt like ¿almost like if you are wearing something tight and it is rubbing or like if you are on the beach and sand keeps rubbing and rubbing and rubbing.¿ the patient felt stimulation that way as soon as they put it on. The patient was on program 3 at first and felt no stimulation and then went to 0.5-0.6v and felt stimulation down the leg, almost to the knee. The patient felt stimulation that way in program 1. When the patient changed to program 1, they did not feel any stimulation until they increased to 1.6v and felt stimulation going right under the buttocks. When the patient decreased, they felt nothing and the device did not do anything. They sent the patient for the x-ray because it was shocking them in the leg bad. The patient explained they felt stimulation very intense and it made them sore. This was due to a sudden change in thera py. The patient switched to program 4 on (B)(6)2015 and was at 1.8v and raised stimulation to 1.9v. The patient saw on the patient programmer a horn to make it louder and some numbers came on. The patient saw the symbol when they went and changed the volume and was wondering if it might be something wrong with the programmer. The patient used the programmer and was able to scroll through programs and it was not showing what they were describing. If the patient went up to the top it didn¿t go anywhere and the bottom did not go anywhere. The programmer appeared to be working as intended. Program 4 seemed to work the best. The patient¿s hcp told them to come back and have it reprogrammed again if needed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va101xa, implanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # va101xa, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2015. The patient did not feel stimulation and the therapy was not on. The patient turned the therapy on and the situation was resolved. The patient may have mistakenly shut stimulation off when they were playing with the buttons. The patient also had a feeling of ¿wire sticking¿ under the buttocks in (B)(6) 2015 and had an x-ray done on (B)(6) 2015. They used the word ¿hemisacrum¿ and the patient was not sure what that meant and was wondering if the wire was not placed correctly. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome of the wire sticking issue were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.